Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was a retainer ring anomaly on the insulin pump. Customer¿s blood glucose level was unknown. Customer advised that the retainer ring was missing and the connection with the reservoir compartment was broken. The insulin pump would be returned for analysis.

Manufacturer narrative:
Findings: pump received with missing retainer, missing reservoir tube o-ring, scratched case, stained keypad overlay, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.